Event description:
Account states patient underwent uteral lysis and removal of pubovaginal sling in 2002 at hospital. A jp drain was placed in the pre-vesical pelvic space 2 days later, the drain broke during removal. The same day, a second procedure was performed to remove the broken drain portion.